Event description:
A siemens customer service engineer (cse) received an electrical shock from an atellica sample handler while replacing a power supply. The cse received a burn to the elbow and was admitted to a medical facility for overnight observation. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A siemens customer service engineer (cse) received an electrical shock from an atellica sample handler (sh) while replacing a power supply. Siemens reviewed the available information and found that the breaker that the cse touched is internal to the sh and covered by a panel that requires a tool for removal. The cse service documentation for replacing a power supply inside the sh states to turn off the main circuit breaker of the sh and then remove the power source (unplug) from the sh before removing the cover. The cse did not unplug the sh. This is an isolated event. The cause of the electrical shock was an unintentional use error of not unplugging the sh. The atellica sample handler is performing within specifications. No further evaluation of the atellica sample handler is needed.